Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 797 mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported include hyperglycemia, dry mouth and dehydration. The patient reports being unsure that the pods cannula was properly inserted into the infusion site. The patient reports after giving blood at a clinic their blood glucose level had rose to over 700 mg/dl. After giving blood the patient had gone to another clinic. Once a the clinic the patients pod was removed from the insertion site and it was discovered that the pods cannula was bent. The patient was given 10-15 units of insulin via manual injections. The patient had a new pod applied. The patient was at the clinic for 1 hour. When the patient arrived home they administered 2 boluses.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition it was reported the cannula was possibly not inserted correctly into the infusion site as well as a bent cannula or to determine if it could have contributed to the reported hyperglycemia. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.